Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
The patient bought a pack of 7 needles at an offline pharmacy with cash on (B)(6) 2024. After the injection, the patient found that the needles did not penetrate the body and the liquid medicine remained at the injection site (abdomen). The patient then checked the needles and found that the cannula were loose. Material code 329489, lot number 2097020, 7 problematic needles, samples have been mailed. The patient hopes that the manufacturer can provide normal needles. Currently, the patient chooses to use drugs to control blood glucose. Sample availability: yes sample availability details: physical sample available only.